Event description:
It was reported that the physician was performing an artificial urinary sphincter (aus) implant procedure, when a speck of foreign material was found on the balloon. The device was not used, and a new product was opened to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Based on the available information, the product was not returned to boston scientific, and a product analysis could not be performed. Review of the reported batch number found it is likely that the foreign material present in the device was caused during the manufacturing process. The reported allegations were confirmed.

Event description:
It was reported that the physician was performing an artificial urinary sphincter (aus) implant procedure, when a speck of foreign material was found on the balloon. The device was not used, and a new product was opened to complete the procedure. There were no patient complications reported.

Event description:
It was reported that the physician was performing an artificial urinary sphincter (aus) implant procedure, when a speck of foreign material was found on the balloon. The device was not used, and a new product was opened to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the artificial urinary sphincter (aus) at our quality assurance laboratory, the returned component underwent a thorough analysis. The balloon was visually inspected and foreign material was found on the shell. The material was trimmed off the adaptor and the device was unable to be leak tested. Based on the information available, the reported allegation was confirmed